Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately one year after implant, an x-ray confirmed that the distal segment of the catheter migrated. The catheter was replaced on (B)(6) 2012. The pump reportedly worked well after replacement. The patient status at the time of the event was alive and no injury. The pump was used to deliver lioresal. It was later reported that there were no reported symptoms. The patient was subsequently followed by a different hospital.